Event description:
Some of the teflon coating on the guide wire was flaking off, either during insertion or removal through an 18 ga needle. The pt was not injured. The rptr stated that upon handling a new catheter, she noted that the teflon coating does flake off easily.